Event description:
It was reported that there was a lead alert. The short interval count is now greater than 8000 and there is an increase in impedance from 400's ohms to 600's ohms. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information received indicated the device and lead were removed and replaced. The device had shown multiple noise episodes, and the lead was apparently fractured. Analysis of the device and lead are in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - oversensing 2 - ventricular nst=210 ms average v-cycle on (B)(6) 2010 18:47:26 and (B)(6) 2011 19:16:30. Vf<=210 ms average v-cycle between (B)(6) 2008 11:29:43 and (B)(6) 2011 22:03:24. Sensing - interference/noise ventricular short interval count v-sic=72.7 counts avg/day, in 111.62 days, between (B)(6) 2011 19:21:09 and (B)(6) 2011 10:17:41.

Manufacturer narrative:
Corrected: previously submitted follow-up report #003 should have been sequenced #001, so this report is being submitted as a placeholder with the sequence #001. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected: previously submitted follow-up report #004 should have been sequenced #002, so this report is being submitted as a placeholder with the sequence #002. If information is provided in the future, a supplemental report will be issued.